Event description:
The customer reported that this central nurse's station (cns) was boot looping. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) was boot looping. Technical support (ts) asked the customer to remove drive 2 and try to boot the unit with only one drive. The customer did that and the unit displayed an os error message. Ts then asked the customer to swap out this drive and reinstalled drive 2 in its place. The customer was able to get into windows and the cns application alarmed; however, the error persisted, and the unit rebooted. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: 04/17/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 04/21/2025 I called (B)(6) to ask for model and serial numbers of any device the reported device was connected or related to. Left message for (B)(6) to call me back with this information. Attempt # 3: 05/01/2025 I called (B)(6) to ask for model and serial numbers of any device the reported device was connected or related to. Left message for (B)(6) to call me back with this information.

Event description:
The customer reported that this central nurse's station (cns) was boot looping. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) was boot looping. Technical support (ts) asked the customer to remove drive 2 and try to boot the unit with only one drive. The customer did that and the unit displayed an os error message. Ts then asked the customer to swap out this drive and reinstalled drive 2 in its place. The customer was able to get into windows and the cns application alarmed; however, the error persisted, and the unit rebooted. There was no patient injury reported. Investigation summary: the returned device was evaluated and the reported issue was confirmed. The root cause is related to the hard drive corruption or degradation. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 I called richard to ask for model and serial numbers of any device the reported device was connected or related to. Left message for richard to call me back with this information. Attempt # 3: (B)(6) 2025 I called richard to ask for model and serial numbers of any device the reported device was connected or related to. Left message for richard to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.